Event description:
It was reported that during a meniscus repair procedure on (B)(6) 2014, the meniscal repair device deployment mechanism did not function properly to enable it to anchor at the posterior end of the meniscus. This happened with multiple devices. A delay of two hours occurred as a result.

Manufacturer narrative:
Additional device information - this report is being submitted for two maxfire marxmen devices, part 900320, lot 794000. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter phone: (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2014-08458 / 08462).